Event description:
A report was received that the patient underwent a pocket revision due to a recurring abscess. The physician determined that the pocket site was not healing properly. The patient was reportedly doing fine after the revision procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the device found them to be satisfactory.